Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During the clip delivery system (cds) positioning over the valve, physicians and proctors noticed unusual steering movements with the use of knobs and an unusual curve on the distal end of the cds shaft on fluoroscopy. It was decided to remove the cds out of the patient, which was done without any issue, and replace the cds. Another xtw was then prepared per IFU and inserted in the patient. The rest of the procedure went without issue and final mr was trace.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and a cause for the unintended movement associated with the sleeve steering issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.